Event description:
The patient had a revision surgery due to sickle cell anemia causing movement at the implant.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot manufacturing history indicates there were no non-conformances with the manufacture of this implant. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.